Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was shooting clips out and the clips would not hold onto the tissue. The clips were retrieved, however it is unknown how. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. No additional information is available.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.